Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 244 mg/dl on the meter and 182 mg/dl on teh lab. Tests were done within 10 minutes with a difference of 345. Patient did not experience any adverse events. No further information has been reported.